Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause of the difficulty encountered could not be reliably determined.